Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during analysis. The customer reported complaint was confirmed, it was found that the plunger cable not fully seated into connector on plunger circuit board. The plunger cable not being fully seated is the probable cause for the reported malfunction. Fully seating the cable resolved the problem.

Event description:
It was reported that device had constant force sensor bngd alarm. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.